Event description:
It was reported that the radiofrequency programmer head had telemetry failure. The head was returned for service. It was further requested that it receive test and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the phenomenon of telemetry failure and the head's cable was exchanged. (B)(4).